Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient reached 36 target and then started to drop. Patient temp was 34.8c, water was 42c and flow was 2.8 l/m. Trend was going up. There were 4 pads (medium) in place. The patient weighed 159lbs. The nurse stated there would be room for a universal pad and she would add it. The patient¿s temp was up to 35.2c by the end of call. As per follow up on (B)(6) 2021, patient was able to maintain target temperature and continue therapy with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient reached 36 target and then started to drop. Patient temp was 34.8c, water was 42c and flow was 2.8 l/m. Trend was going up. There were 4 pads (medium) in place. The patient weighed (B)(6) lbs. The nurse stated there would be room for a universal pad and she would add it. The patient¿s temp was up to 35.2c by the end of call.